Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 02 (compression tracking error) was confirmed based on the archive data review but not during the functional testing. The archive data indicated multiple user advisory 02 (compression tracking error) messages; however, was not reproduced during the functional testing. The probable cause of the reported issue may be that the patient or lifeband was out of position or that the lifeband was opened during operation, potentially due to unintended user error. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The reported ua02 error was not reproduced during functional testing despite subjecting the autopulse platform to extensive testing. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During the device check, the autopulse platform (sn (B)(6)) displayed a user advisory 02 (compression tracking error). No patient involvement.